Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Quality personnel investigated the attachment. Maximum temperature for the attachment exceeded requirements. Free run testing for 30 seconds resulted in a maximum temperature of 39.1 c. Free run testing for 3 minutes resulted in a maximum temperature of 52.2 c. Load testing attachment for 3 minutes resulted in a maximum temperature of 43.7 c. The returned attachment was than lubricated using midwest automate system and tested again. Maximum temperature for the attachment after lubrication were within requirements. Free run testing for 30 seconds resulted in a maximum temperature of 31.4 c. Free run testing for 3 minutes resulted in a maximum temperature of 37.9 c. Load testing attachment for 3 minutes resulted in a maximum temperature of 30.1 c. During examination after disassembly, slight to moderate amounts of debris were discovered on the cap underside and inside the head cavity. Head tail, tail, set and main drive dog gear assemblies all exhibited slight to moderate wear and/ or debris and corrosion. It is possible that the corrosion noted during the disassembly may have caused friction and as a result, an accelerated wear condition for components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear. This combination of events could have caused the heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.